Event description:
A ventilator was returned to a manufacturer service center for service. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. During the evaluation of the device at the manufacturer's service center, a battery permanent failure and ventilator service required, errors were observed in the ventilator's downloaded error log. Additionally the rear enclosure was damaged. The inlet air path assembly and removable air path foam were replaced per remediation. The customer requested that no repairs be made to the device. The device was returned to the customer unrepaired.